Event description:
The patient had gastric sleeve surgery on (B)(6) 2014 and since then had lost 62 pounds. On (B)(6) 2015, the ptm (personal therapy manager) would not communicate with the pump. This had happened since the patient had driven for 8 hours to pick up his son from school. The patient was wondering if the change in his weight could have affected the communication between the ptm and the pump. Per the patient, the pump ¿seems more poofed out¿ and ¿feels different¿. The patient was concerned that the pump had flipped. The night prior to this report, the patient suddenly became panicky, it felt like his skin was crawling, he had heavy breathing, and his heart was pounding. He took a ¿nervous pill¿ for it; but it only helped for a while. At the last pump refill on (B)(6) 2015, the patient was told that his pump would need to be replaced in 19 months. The device system was delivering hydromorphone. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n230604, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
Additional information later reported the patient still had concerns with their device or therapy but had not sought further help.